Event description:
It was reported that the device was in back-up vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
The reported back-up vvi (bvvi) was confirmed in the laboratory. A case wire was found to be broken, resulting in the bvvi during high voltage therapy delivery.